Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. The mitraclip system instructions for use (IFU) states, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use of the device did not likely contribute to the reported gripper actuation issue. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper arm actuation issue. It was reported that the procedure was performed to treat tricuspid regurgitation (tr) with grade of 5. The clip delivery system (cds) was advanced to the tricuspid valve; however, when ready to grasp, the grippers would not come down. Troubleshooting was performed, but the grippers were not dropping. The clip was not implanted, and the cds was removed and replaced. Two clips were implanted, reducing the tr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.